Event description:
Provider alleges out of box he noticed that the seat frame on a solara3g wheelchair is not parallel and the provider noticed some welds were welded crooked so that the frame is more toward the right than center.